Event description:
[Name] hospital. Event description: "they pressed it, but the clip did not come out." Product is available for return. Additional information was received via email on 03nov2025 from an applied medical representative: "the issue was observend when a subsequent clip was loaded. It's unknown whether it occured again. The ctr03 trocar was used. The clip properly seated into the jaws. It¿s unknown whether any pressure was applied to the trigger while moving through the trocar. It¿s unknown whether a clip was loaded into the jaws prior to the device¿s insertion or removal through the trocar. It¿s unknown whether a clip was manually removed as a loaded clip leaving the feeder exposed. The trigger could not be actuated as normal during use. It¿s unknown whether a clip was loaded into the jaws. " intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Event description: "they pressed it, but the clip did not come out.". Product is available for return. Additional information was received via email on 03nov2025 from an applied medical representative: "the issue was observed when a subsequent clip was loaded. It's unknown whether it occured again. The ctr03 trocar was used. The clip properly seated into the jaws. It¿s unknown whether any pressure was applied to the trigger while moving through the trocar. It¿s unknown whether a clip was loaded into the jaws prior to the device¿s insertion or removal through the trocar. It¿s unknown whether a clip was manually removed as a loaded clip leaving the feeder exposed. The trigger could not be actuated as normal during use. It¿s unknown whether a clip was loaded into the jaws. ". Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.